Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the morning, the customer's blood glucose (bg) level was 42-46 mg/dl. Juice and food were consumed to address the low bg level. The customer stated that the basal rate was set too high as the customer has "guessed" at what the rate should have been when the setting was entered into the pump. When the customer was to deliver a bolus the pump showed too many units. The customer recognized the amount was too high and had adjusted it. The customer had forgot to turn the "carbs" to "on" in the personal profile settings when they were being setup in the pump. Tandem technical support assisted the customer with inputting the correct settings.